Manufacturer narrative:
Device eval results: replaced load cell, pressure transducer board, restriction motor, restriction valve and restriction spring. The load cell/pressure transducer board was bad; the other parts were worn or corroded complicating the problem.

Event description:
The device reportedly failed occlusion pressure testing.